Manufacturer narrative:
Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 80mm in length and extended from a position 15mm distal of the proximal markerband to 8mm proximal of the distal markerband. It is not possible to inflate the balloon with a tear in the balloon material and shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 30oct2025. It was reported that balloon failed to expand well in the lesion. The 70 % stenosed target lesion was located in the severely tortuous and moderately calcified arteriovenous graft. A 7.0 x 100, 75cm mustang was selected for percutaneous transluminal angioplasty. However, during second inflation at 20 atmospheres for 1 minute, the balloon failed to expand well. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear in the balloon material.

Manufacturer narrative:
D2b - pro code (product code): fge, lit; g4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 80mm in length and extended from a position 15mm distal of the proximal markerband to 8mm proximal of the distal markerband. It is not possible to inflate the balloon with a tear in the balloon material and shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 30oct2025. It was reported that balloon failed to expand well in the lesion. The 70 % stenosed target lesion was located in the severely tortuous and moderately calcified arteriovenous graft. A 7.0 x 100, 75cm mustang was selected for percutaneous transluminal angioplasty. However, during second inflation at 20 atmospheres for 1 minute, the balloon failed to expand well. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear in the balloon material.